Manufacturer narrative:
The customer instrument was unable to be remote electronically connected to immucor technical support for instrument and test well investigation. Complaints of (B)(6) reactions being interpreted as (B)(6) by the galileo echo camera algorithm are being corrected under design control project 13-005. The immucor technical communication (B)(6) is being used by the lab to visually confirm all (B)(6) assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(6).

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.